Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Radiographs provided confirmed an oblique fracture of the medial tibial metaphysis. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an open reduction internal fixation seven (7) weeks following knee arthroplasty to address post-operative fracture of the medial tibial bone. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant device - persona partial cemented femoral component left medial size 2 catalog #: 42558000201 lot #: 66280073, persona partial polyethylene articular surface size f 8mm catalog #: 42518200608 lot #: 66152815 g2 - report source: foreign: event occurred in japan. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.